Manufacturer narrative:
Block d2b: (pro code (product code)) fhn block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, the kit had the ligature containment mechanism in an erratic positioning, preventing the bands from being fired. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.